Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 03/07/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h4, h3 no complaint / reference sample was received for this complaint associated with code lot sw212/b0005. Hence no product evaluation could be performed.as a part of investigation batch manufacturing record was reviewed. No deviation was observed in the batch manufacturing record. Finished good test reports were reviewed and observed that all the parameters were complying with respective specification. Five retain samples of code lot sw212/b0005 were subjected to analysis and compliant results were obtained for knot pull tensile strength test. The complaint is related to performance-breakage suture, knot pull tensile strength test is applicable and is a measurable parameter. Knot pull tensile strength test was performed over five retain samples (10 strands) to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 1.388 kgf and value at release was found to be 1.453 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 0.960 kgf. All the individual as well as average knot pull tensile strength test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Based on the analysis this is not a confirmed complaint. Batch manufacturing records of sw212/b0005 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent additional information was requested, and the following was obtained: was procedure successfully completed? How- yes, by using fresh foils. Please clarify if there were any adverse patient consequences due to this event? - no please provide lot number - b0005 please provide status of product return - unavailable/ discarded. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a vascular procedure on (B)(6) 2021 and the suture was used. It was reported that the suture broke while knotting. Another like suture was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/26/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained: please request you to provide additional information on correct product code and lot number? The code was sw21201 having lot no.- b0005 date sent to the FDA: 08/26/2021 . H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.